Event description:
As reported by our edwards lifesciences japanese affiliate, the patient was undergoing a transcatheter aortic valve replacement with a 26mm sapien 3 ultra resilia/commander kit. Sheath access was obtained on the right transfemoral artery. During sheath insertion, resistance was encountered at the common iliac artery. The perceived root cause of the sheath insertion difficulty was thought to be the calcification of the femoral artery and the presence of a pre-existing patch. Balloon aortic valvuloplasty (bav) was performed by using a 23 mm balloon catheter. The valve was deployed with nominal volume without issue. Angiography revealed superficial femoral artery (sfa) occlusion, and surgical vessel replacement was performed.

Manufacturer narrative:
Investigation is ongoing. H3 other text: the device has been discarded at the hospital.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: additional codes added to h6 type of investigation, corrected h6 investigation findings, corrected h6 investigation conclusions, additional information added to h10. The esheath+ was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided, and the following was observed: calcification is present in patient's right access vessels, and there are undersized access vessel diameters. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath+ usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The difficulty introducing the sheath into the patient and subsequent injury was unable to be confirmed as no device or relevant imagery was provided. There is no indication that a manufacturing non-conformance would have contributed to the complaint event. Furthermore, no abnormalities were reported during device unpacking or preparation. Per the training manual, "push force can vary due to angle of access and insertion, vessel diameter, tortuosity, and degree of calcification." Per evaluation of the returned imagery, calcification and undersized vessels were observed in the patient's right access vessels. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles, which was increase resistance and friction during sheath insertion. Undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway or constrained condition resulting in increased resistance during sheath insertion. As such, available information suggests that patient factors (calcification, undersized vessels, pre-existing patch) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.